Event description:
The customer's mother called to report repeated issues with insulin leaking into the insulin pump. The mother did not know where the leaks were coming from, but she asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.